Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting ventricular loss of capture. An invasive procedure was performed to explant the ipg. A new model 1230 was implanted.